Event description:
There was an allegation of discrepant low results for 2 patient samples tested for elecsys probnp ii (probnp ii) on a cobas e 411 analyzer (disk system). On (B)(6) 2024 patient 1 initial result was < 36 pg/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the provider. The sample was repeated on a different e411 analyzer and the result was approximately 11,000 pg/ml. The initial result was corrected. On 30-jan-2024 the field service engineer (fse) was at the customer site performing preventive maintenance on a different system. The customer mentioned the issue with the e411 analyzer. On 31-jan-2024 the fse performed preventive maintenance on the e411 analyzer. After the fse left, the customer observed another patient sample with a low probnp ii result. On (B)(6) 2024 patient 2 initial result was < 36 pg/ml with a data flag. The technician questioned this result due to multiple data flags and repeated the sample. The questionable result for patient 2 was not reported outside of the laboratory. The sample was repeated on a different e411 analyzer and the result was approximately 1,000 pg/ml.

Manufacturer narrative:
The probnp ii reagent lot number was 72242600 with an expiration date of 31-aug-2024. Calibration was last performed on 15-jan-2024 with acceptable results. Qc issues occurred between 24-jan-2024 and 26-jan-2024; the probnp ii test was recalibrated multiple times. Liquid flow cleaning (lfc) and sample liquid level detection (lld) alarms occurred around the time of the event. The field service engineer (fse) found an issue with the protector cover over the sampling area. The fse adjusted the protector cover along with the sample/reagent probe. The measuring cell and various acrylic blocks were replaced. Performance testing was completed. Mechanical and operational checks passed. The customer ran calibration and qc with acceptable results. The service actions resolved the issue.